Manufacturer narrative:
Product analysis: the epg was found to test out of specification during analysis. A parameter was found out of tolerance, capacitors defective and if the battery was removed, the device switched off immediately. The device did not have the specified run-on time. It was found that the device was working however the display was defective (displayed rows). Cover bails were broken and bails missing. The o-ring was missing. The lower case was broken. Due to lack of availability of spare parts the epg will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.